Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system continually went into standby mode. The fiber was replaced at 11,557 joules and 2:04 minutes of use. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate char; the glass cap has pushed forward in metal cap. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber